Event description:
It was reported that pump touchscreen cracked and unresponsive after pump was inadvertently dropped to the ground. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.